Manufacturer narrative:
The device was returned to olympus, however, evaluation for the reported event is ongoing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the manually disinfected colonovideoscope had too much pressure in the air/water channel during an rhinaer treatment. There was no report of patient harm. The device was returned, evaluated, and a foreign object was clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: per additional information, there was no deviation from IFU (instructions for use) on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material (solid blue plastic material) clogging the nozzle could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.